Event description:
It was reported that the rubber casing around the 16-pin lemo connector on the patient cable on the mobile power unit (mpu) was loose.

Manufacturer narrative:
Date rec¿d by MFR: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported gap in the mobile power unit patient cable connector sleeving was confirmed via visual analysis. The heartmate mobile power unit (serial #: (B)(4)) was serviced at the abbott european distribution center (edc) and no logs were submitted. The patient cable¿s rubber sleeving was found loose around the connectors. The system was able to boot up as intended. The mpu was able to pass all stages of functional testing. The patient cable was replaced, and preventative maintenance was performed. The unit was placed in the abbott rental pool after testing. The root cause of the reported damaged were unable to be determined in this analysis. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.